Manufacturer narrative:
Per tandem¿s pump user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, the customer dropped the pump which resulted in the a disconnection of the cartridge connection. Reportedly, the customer changed the pump supplies to address the issues. Customer's blood glucose was 100mg/dl.